Event description:
Reportable based on analysis completed on (B)(6) 2011. It was reported that during a transarterial embolization treatment procedure, the coil would not advance into the microcatheter. The intended target lesion was located in a bronchial artery. The 3.0mm x 12cm fibered idc occlusion system was attempted to be inserted into a renegade stc microcatheter; however, severe resistance was noted after opening the twist lock. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status is good. However, device analysis revealed the pusher wire was broken.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: returned product analysis observed the introducer sheath, pusher wire and coil were returned. The coil and pusher wire were returned inside the introducer sheath. The arms of the pusher wire and coil were interlocked in the introducer sheath and the pusher wire and coil were stretched. Blood was present inside the introducer sheath. An attempt was made to remove the coil; however, the device was stuck in the introducer sheath due to dried blood. The unit was soaked in water in an attempt to loosen the dried blood without success. The introducer sheath was cut and on removal of the coil and pusher wire, the coil was stretched and blood was present on the fiber bundles. The pusher wire was inspected and the distal end of the pusher wire was noted to be stretched and kinked. The core wire was broken between the distal solder joint and mid solder joint. Microscopic inspection revealed the zap tip shape and surface were smooth. No damage was observed to the interlocking arm of the main coil after removal of the dried blood. No damage was noted to the interlocking arm of the pusher wire ss coil. As the pusher wire was damaged the dimensions for core wire length and ss coil length could not be measured. The dimensions that could be measured were found to be in specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered user related as appropriate flushing was not maintained. (B)(4).